Event description:
The distributor became aware on 8/27/93 of a situaation which occurred involving a single cup of the biopsy forceps detaching in the patient's colon while performing a biospy. Another forcep was used to retreive the detached cup without incident and the procedure was completed with this second unit without complications. No further details are available with regards to the specimen being biopsied or circumstances surrounding this event.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.